Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 1 mg/ml for a total dose of 0.3178 mg/day and bupivacaine 30 mg/ml for a total dose of 9.534 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported increased back and shoulder pain that started around the same time as the lumbar seroma. On (B)(6) 2019 the patient reported avoiding personal therapy manager (ptm) activations out of fear for pump malfunction. During the pump refill, a reservoir discrepancy was noted where the interrogated reservoir volume (irv) was 5.8 ml and the actual reservoir volume (arv) was 16 ml. On (B)(6) 2019 the pump was reprogrammed where the intrathecal rate was increased and oxycodone was administered. The patient would be scheduled for a catheter revision. On (B)(6) 2019 during a revision for a catheter kink, the catheter tip was observed to have migrated from t11 to t1. On (B)(6) 2019 the catheter was explanted/replaced and kinks were identified proximal of the anchor tail and an unknown location proximal of the first kink. The catheter tip was positioned at t10. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was worsening pain back and shoulder pain and the device diagnosis was catheter kink and catheter dislodgement. The patient's weight was 165 pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or ther apy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.